Manufacturer narrative:
Per the clinic, it was reported that the magnet was placed back into correct position on (B)(6) 2018. The implanted device remains. This report is filed on february 07, 2019.

Manufacturer narrative:
This report is submitted on november 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced soreness and magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2018. Surgery to reposition the magnet is scheduled but has not occurred as of the date of this report.